Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 359mg/dl. The customer's most current level was 120mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The device failed during no delivery alarm fixed prime testing. The customer was advised that tubing clamp would be sent out. The customer was advised to monitor the device and call back if issues persist.